Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was identified the imaging system had a broken door cable guide and two broken door cable guide screws that needed to be extracted. The door would not open when the pendant button was pressed. The cable guide and screws were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was identified the imaging system would not start up. The system would get stuck on "initializing please wait" on the image acquisition system (ias). The imaging system was restarted several times with the umbilical cable connected and disconnected with no change. It was reported the site was able to get it started once, but the gantry would not move and was displaying an open door message. There was a red x on the motion gears on the pendant. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) was updated. Device manufacturing date was updated.